Event description:
It was reported to medtronic minimed that the customer experienced a pump error 23 (post-reset ram crc alarm) and a power loss alarm. The customer also reported that the device labels were, including serial number and dome label stickers were reported as missing, removed, worn, faded, or damaged following usage damage. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed for power loss alarm as the customer declined further troubleshooting. Troubleshooting was also performed for pump error and the customer was able to clear the alarm and complete the rewind, the customer declined further troubleshooting. Troubleshooting was performed for the label damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test sleep current test, active current test and self test. Test p-cap locks properly into the reservoir compartment. No pump error 23 alarms were noted during testing unexpectedly. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within/spec range. Battery cycle 4.0 received the low battery lert (104) on 08/31/2025 00:57:00 after more than 7 days at 23.35 days.battery cycle 3.0 received the low battery alert (104) on 08/07/2025 09:49:01 after more than 7 days at 20.97 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Found a pump error 23 alarm in the pump history files and traces on 09/04/2025 at 17:53:04.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump error 23 was not confirmed during testing. Cosmetic damage at the label was not confirmed, however other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.